Event description:
I have been using fixadent for approximately 4 1/2 yrs. I have since then have been diagnosed with neuropathy of the hands and feet. I now and have been taking neurontin 800mg for this problem. Also approximately in 2007, I was diagnosed as a diabetic. I had to take insulin twice a day to control it. Since then I have learned to control my diabetes with diet. However, my sugar still runs around 170. Frequency: daily. Route: po. Dates of use: 5 years, 2004 - 2009. Diagnosis: dentures. Event abated after use stopped: yes.